Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet failed to advance and remove through the lead. The lead was not used and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The reported event of a stylet insertion issue was not confirmed. As received, a complete lead was returned for analysis. Visual and x-ray inspection of the lead did not find any anomalies. A stylet insertion test was performed, and x-ray confirmed the stylet was able to be fully inserted / removed. Electrical testing did not find any indication of conductor fractures or internal shorts.